Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery about 3 days prior. The blood glucose reading was 477 mg/dl, which the customer treated with a manual injection. She stated that the alarm was resolved by a complete infusion set change. She noted that she changed the infusion set and received the alarm again, however. The customer confirmed that she received the no delivery alarm a second and third time. The customer declined returning the supplies for analysis. Advised her to call if the alarm recurs for troubleshooting. The customer was not wearing the insulin pump any longer because she did not have any more infusion sets. Nothing further reported.